Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed a crack in the outer sheath, confirming the reported event. Additionally, visual evidence revealed yellowing of the driveline cable. The most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the vad was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline outer sheath was cracked. The driveline sheath was repaired. The vad remains in use. No patient complications have been reported as a result of this event.